Event description:
It was reported that the customer had issues with the sensor keeping him up all night with alerts. Customer stated that the pump is alarming threshold suspend. Customer's blood glucose level is 110 mg/dl. Customer's sensor glucose reading was 64 mg/dl and the suspend threshold limit was 60 gm/dl. Customer changed some alerts and checked their blood glucose level. Their blood glucose level was 77 mg/dl. Customer is drinking juice to treat. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.